Event description:
It is reported that the impactor pads fractured during use. No pt harm has been reported. No products will be returned for evaluation.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s. The specific device has not been returned for review and the lot number has not been provided. Therefore, the device history record cannot be reviewed. It is not suspected that the device failure lead to the alleged event. Should additional information becomes available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).